Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same date, the patient started treatment with intraperitoneal ceftazidime (1g daily) and intraperitoneal vancomycin (1g every fifth day) for peritonitis. Three days after the event onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy. Also that same day, the antibiotics were switched to intravenous route and remained ongoing for fourteen days. At the time of this report the patient had not recovered. No additional information is available.